Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the scope had blurry and bad image. The issue was detected prior procedure. No negative impact to the patient reported.

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Case (B)(4).

Manufacturer narrative:
Per global evaluation findings: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible.the conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The customer's complaint (blurry - bad image) cannot be verified at this time, as the customer did not return the item to us for a more detailed analysis of the cause. The customer states that they solved the poor imaging problem themselves. It is possible that contamination of the distal or proximal cover glass could have led to image impairment. This statement is speculative and cannot be verified at this time. No further action will be taken. This event is filed under internal complaint ID (B)(4).